Event description:
A malfunction with code malf 12 was reported by the customer, with no notable events occurring prior. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Customer technical support provided information on resetting the pump and assisted in the reset process. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue occurred again.